Event description:
The patient stated that over the past month with the last box of v-go's, he has had 3 occasions where the v-go's are falling off of his arm starting on 5/31, 6/2 or 6/3 and 6/9. The patient stated that the v'go's have been falling off without him realizing they are gone. The patient does not have any of the worn v-go's in question.